Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tubing detachment issue on (B)(6) 2026. The infusion set tubing came apart from quick release which leads to high blood glucose levels upto 21.9 mmol/l and was treated with injection with insulin pen.